Event description:
During a ptca procedure for instent restenosis, in a totally occluded lesion in the rca, the tip of the wire fractured. A balloon catheter was used to secure the tip of the wire to the vessel wall. Pt status is listed as "good".